Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined that a malfunction likely occurred due to the temporary adherence of foreign matter such as water or dust to the electric contacts of the video connector socket. Unstable electrical contacts can affect the signal transmission of the endoscope and the video processor and cause the image to become unstable. As stated in the instructions for use, as a preventive measure: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The unit was tested and inspected. Worn contact pins inside the video connector were found, causing a flickering image.

Event description:
Olympus was informed that the olympus cv-180 was having problems recognizing the scope and producing an image. There was no patient injury or harm, associated with the problem, reported to olympus.